Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device stopped and alarmed mid infusion and they could not get it back running properly. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.